Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. Also, patient experienced stimulation at high output. Physician suspected lead perforation. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. Also, patient experienced stimulation at high output. Physician suspected lead perforation. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: device codes.